Event description:
This pt had a right total hip arthroplasty performed outside this facility. She presents with multiple dislocation of this hip. She has had trouble with increased right leg since her original surgery and has had to use a shoe life on the left. She presents the revision of the right total hip arthroplasty due to inability to perform activity daily livings. A revision of the acetabular component and femoral head was performed.